Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 visual evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ crease fold and wear abrasion observed on the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "exchange of textured devices due to product concern". Healthcare professional reported right side "capsular contracture baker grade iii." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side "exchange of textured devices due to product concern". Healthcare professional reported right side "capsular contracture baker grade iii." The device has been explanted and replaced.